Event description:
The customer observed falsely elevated architect ca 19-9xr results generated on the architect i2000sr processing module for a 25-year-old female patient undergoing a health screening. The patient has not been diagnosed with pancreatic cancer and there was no history of any cancer. The customer sent the sample to another lab and the result was above the reference range. The following data was provided: (B)(6) 2024 (health screening visit) result = 304.87 u/ml (reference range: <37 u/ml). (B)(6) 2024 (gastroenterology visit) result = 340 u/ml. Another lab¿s result (fujirebio) = 179 u/ml (reference range: <37 u/ml). The customer reported that colonoscopy, gastroscopy, MRI and contrast-enhanced CT were performed due to the falsely elevated architect ca 19-9xr results with no significant findings. The customer stated there was no harm to the patient. No further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 56774fp00 and complaint issue. The historical performance of the architect ca 19-9xr reagent lot 56774fp00 was evaluated using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 56774fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 56774fp00. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on the review of this issue, it was determined that the adverse event is due to abnormal use of the assay. Since the patient does not have pancreatic cancer, the assay is not being used per the intended use of the package insert. Additionally, the patient results obtained on the architect were being compared against patient results from another method and per the package insert this is not allowed. Based on this investigation, no systemic issue or deficiency was identified for the architect ca 19-9xr reagent lot 56774fp00.

Event description:
The customer observed falsely elevated architect ca 19-9xr results generated on the architect i2000sr processing module for a 25-year-old female patient undergoing a health screening. The patient has not been diagnosed with pancreatic cancer and there was no history of any cancer. The customer sent the sample to another lab and the result was above the reference range. The following data was provided: (B)(6) 2024 (health screening visit) result = 304.87 u/ml (reference range: <37 u/ml) (B)(6) 2024 (gastroenterology visit) result = 340 u/ml another lab¿s result (fujirebio) = 179 u/ml (reference range: <37 u/ml) the customer reported that colonoscopy, gastroscopy, MRI and contrast-enhanced CT were performed due to the falsely elevated architect ca 19-9xr results with no significant findings. The customer stated there was no harm to the patient. No further impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect ca 19-9xr, list number 02k91-39, that has a similar product distributed in the us, list number 02k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.